Event description:
The customer reported m70 patient monitor fell off of the gcx vhm arm due to part of the gcx arm becoming disassembled. There was no patient involvement.

Manufacturer narrative:
(B)(4). A nurse sustained an injury to the lip when she was struck by the falling monitor. There is no indication that this was a disabling injury or that it warranted any additional care. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.